Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was 600 mg/dl. Reportedly, customer administered a manual injection and changed pump supplies to address the elevated bg. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.